Event description:
Received info reporting impedance readings >40,000 ohms when tested at 3v on bipolar (B)(4) using any combination of electrodes 5-15. Stimulation has been on and battery voltage is measured at 2.96v. The ins is also showing the icon "call you doctor", elective replacement indicator. Add'l info has been requested and if received a follow up report will be sent. Reference mf report # 3004209178201010274.

Manufacturer narrative:
(B)(4).